Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Service was performed to correct the issue. A mechanical adjustment was made. No part replacement was required. The system was inspected, tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made an electrical / mechanical adjustment made to correct reported problem. No part replacement was required. The system was inspected, tested, and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse made an electrical / mechanical adjustment to correct reported problem. The fse's service visit did not reveal any issues related to the customer reported event.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the usm had loose carriage. There was no report of patient involvement.